Manufacturer narrative:
The technician found that the power cord had a loose ground wire connection inside of the electronic pans. He tightened the loose ground wire screw and this resolved the high ground resistance reading.

Event description:
Information received indicates the ground resistance reading was high while doing an electrical safety test.